Manufacturer narrative:
The insulin pump was set with the time and date then monitored for 24 hours. The insulin pump passed self test and a21 error test. No a21 or a17 alarm during test noted. However, the insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called in to report receiving several after battery change alarms and external ram crc errors. The customer's blood glucose level was 102 mg/dl. The customer was advised that the device would be replaced, and agreed to return the product for analysis.